Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into an off-label insertion site, on (B)(6) 2026. On (B)(6) 2025, the patient experienced inaccurate glucose readings from her dexcom g7 sensor, which was displaying 90 mg/dl. During this time, the patient began vomiting and feeling nauseous. She did not take any medication at home and did not perform a fingerstick bg test while the cgm was showing 90 mg/dl. She reported that the cgm readings appeared ¿jumpy.¿ later that day, the patient went to the hospital with her mother without her dexcom device. Upon arrival, a bg meter reading was taken, which showed 300 mg/dl. The patient received IV fluids, an insulin injection, anti-nausea medication, IV insulin, and insulin delivered through a pump. She was diagnosed with diabetic ketoacidosis (dka) and remained hospitalized for more than 24 hours for monitoring. Her condition began to improve, and at the time of the report, the patient was described as feeling fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and diabetic ketoacidosis.